Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the e116 and e117 error codes were due to a faulty solid state drive. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed, the procedure was completed using a similar device. During the device evaluation, it was found that the device displayed error code 117. This report is being submitted for the e116 and e117 error codes.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit received an e116 otv error code and e213 error code. The issue was found during preparation for use. It was reported that there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error code e213. Error code 116 and error code 117 were due to faulty solid state drive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.